Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer states that they were able to clear and rewind the pump but alarm recur again. The customer was assisted with troubleshooting. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No anomaly error noted.